Event description:
The user facility reported that a 60-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak on day 22 of support. The next day, the automated impella controller (aic) alarmed for low purge pressure. The leak at purge sidearm was considerably large. The purge cassette was subsequently changed without resolution of the alarm. A purge arm bypass was performed which was successful in resolving the alarm and leak issues. Of note, due to patient's abdominal surgeries and wounds from this hospital admission, stat locks were not placed in usual 3-point fixation across the patient¿s abdomen. Instead, they were placed down his right abdomen and secured with 2 stat locks. A similar method was used after the purge bypass with arm board in place and patient education was provided regarding importance of keeping arm board from being pulled or tucked underneath patient. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue was a leak from the sidearm, but the exact location of the leak was unknown. The sidearm was reported to have been cleaned and placed with improper fixation. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.